Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device is providing therapy.

Manufacturer narrative:
The reported event of ¿replace generator soon¿ message was confirmed. Analysis of the returned ipg found that the device had normal battery depletion; a longevity calculation confirmed normal battery depletion based on average device usage.

Event description:
It was reported during follow up that surgical intervention may be pending to address the issue.